Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. The records showed that the device has diagnosed svt during vt due to oversensing on the discrimination channel. Programming changes were made. The patient will be monitored normally.